Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain/ pelvic area pain') in a (B)(6) female patient who had essure (ess205) (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) and nsaids. On (B)(6) 2012, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure (ess205). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia ( painful sexual intercourse )"). In (B)(6) 2015, the patient experienced pain in extremity ("leg pain/ legs pain"), abdominal pain ("abdominal pain/ abdominal area pain") and back pain ("low back pain/ lower back area pain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), alopecia ("hair loss") and fungal infection ("yeast infection"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingooophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, weight increased, alopecia, fungal infection, dyspareunia, pain in extremity, depression and anxiety outcome was unknown and the abdominal pain and back pain had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fungal infection, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: case was upgraded to serious incident. Essure removal surgery and date was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain/ pelvic area pain') in a 25-year-old female patient who had essure (ess205) (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in 1999, menometrorrhagia and irregular menstrual cycle. Concurrent conditions included obesity and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) and nsaids. On (B)(6) 2012, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure (ess205). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia ( painful sexual intercourse )"). In (B)(6) 2015, the patient experienced pain in extremity ("leg pain/ legs pain"), abdominal pain ("abdominal pain/ abdominal area pain") and back pain ("low back pain/ lower back area pain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In(B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), alopecia ("hair loss"), fungal infection ("yeast infection"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia") and urinary tract infection ("uti"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingooopherectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, metrorrhagia and urinary tract infection had resolved, the menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, weight increased, alopecia, fungal infection, dyspareunia, pain in extremity, depression and anxiety outcome was unknown and the abdominal pain and back pain had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 168 lbs. She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram on (B)(6) 2017: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet: received. Added event general abnormal bleeding, metrorrhagia and uti. Outcome of events metrorrhagia, pelvic pain, general abnormal bleeding and uti was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.